Event description:
It was reported that the patient stated ¿she should had died twice last year¿. The patient went to the implanting doctor initially because she had a hernia that needed to be fixed that was causing pain. Patient went back after 10 days to have the sutures removed and went back home. The patient woke up in the middle of the night, and had flu like symptoms. She had a temperature of 103.7. The doctor told the patient to go to the hospital. The local hospital found (B)(6) from their diaphragm down to their "belly button." This was after the hernia surgery. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial# (B)(4), implanted: 2010-(B)(6), product type: lead. Product ID: 435135, serial# (B)(4), implanted: 2010-(B)(6), product type: lead. (B)(4).